Manufacturer narrative:
Customer concern: leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus; can smell insulin in the reservoir but no leakage and will just change with a new reservoir, on 03-dec-2025. Evaluated 1 open/used reservoir (.5ml liquid inside barrel). Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none were found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c). Conclusion: reservoir passed the bolus and basal test; no air bubbles and no leakage anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 221 mg/dl and was treated with insulin pump. The event involved product(s) mmt-7040a, mmt-342, mmt-1884l, mmt-441ag. Troubleshooting was performed and the auto mode feature was active at the time of the event. It was also confirmed that the customer observed leak at reservoir o rings and observed cracks in reservoir barrel. No further patient complications were reported. The products mmt-7040a, mmt-1884l, mmt-441ag will not be returned for analysis. The customer will discontinue the use of the reservoir. The product mmt-342 will be returned for analysis.